Event description:
Our son is in another country, studying for the quarter with his university. He has been admitted to a hosp in another country, with a serious, aggressive, bacterial eye infection. He used amo complete moisture solution. We see it is being recalled because of this very reason. We wanted to report to you that he is another person to add to your case lists. We are hoping they got it treated soon enough and there is not permanent blindness. He'll return to the states next week. He is currently in hospital treatment, not sure of what therapy will be required yet. Used in 2007.